Event description:
It was reported by a customer on (B)(4) 2011 there was diminished fiber vaporization at 160,602 joules. Additionally, the customer reported, the wattage in the laser was 180w when this event occurred. The time expended when this event occurred was 16 minutes. During set-up the aim test was performed and the aim beam was visible. "Clean fiber tip" was a message that displayed on the console when this event occurred. No pt injury was reported.